Manufacturer narrative:
Evaluation of a diagnostic CT scan showed that the mandibular component had been initially misplaced and was rotated anteriorly.

Event description:
The patient's left tmj implants became dislocated, and the surgeon repositioned the mandibular component in order to reduce the dislocation.